Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had a history of gastrointestinal bleeding. On (B)(6) 2016, the patient was admitted due to a subarachnoid hemorrhage and left parenchymal hemorrhage with no reported deficits. No further information was reported

Manufacturer narrative:
The reported gastrointestinal bleeding is covered under MFR number 2916596-2019-04245 no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was admitted on (B)(6)2016 due to a subarachnoid hemorrhage. CT scan noted a right subarachnoid hemorrhage and a left intraparenchymal hemorrhage. The patient remain stable throughout admission. The site reported no progression of bleeding on the images. There were no recurrence of neurological symptoms. While admitted the patient had a infectious work-up due to concern that the etiology of the subarachnoid hemorrhage could be embolic. The patient was found to be bactermic and given 6 weeks of IV antibiotics. During admission, coumadin was withheld. The patient is currently doing well. No further information was reported.

Manufacturer narrative:
Section d4, h4: additional information section h6: correction (patient code) manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient ultimately underwent a pump exchange on(B)(6)2016 . The heartmate ii lvas, serial number(B)(6) , was explanted and returned for evaluation (reference MFR # 2916596-2016-02235). The heartmate ii lvas IFU lists stroke, bleeding, and (pocket, local, and driveline) infections as adverse events that may be associated with the use of heartmate ii lvas. This document also outlines the recommended anticoagulation therapy and inr range. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.